Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator's exhaled tidal volume (vte) levels and inspiratory pressure was low during testing. There was no patient involvement associated with the reported event.